Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was no alleged pump product issue but rather an error occurred regarding the date for the refill of the patient¿s pump. The date when the refill should have occurred had not been recorded but instead a date of three weeks post the required refill date. Therefore the patient appeared to have gone into baclofen withdrawal. Underdose symptoms were reported as the patient was agitated. The patient was unable to communicate so it was difficult to ascertain. At the time of the report the patient's status was reported as alive-no injury. No diagnostic testing or troubleshooting occurred. It was reported as ¿unknown or n/a¿ if the issue was resolved or the cause determined. The consultant refilled the pump on (B)(6) and the patient was now ¿fine¿ and all was resolved. This device system delivered lioresal. The concentration and dose of lioresal being delivered by this patient's pump was baclofen 2,000.0 micrograms per milliliter (ug/ml) with the infusion mode being simple continuous and the drug dose 977.5 ug/day. It was further provided that the patient was post stroke, unable to communicate and was in long-term residential care. The refill date was apparently recorded in the patient¿s notes. However, the nurse had thought that had been a transcription error when the date was being written in the patient¿s notes. This was going to be verified. The patient was an in-patient and therefore was not responsible for his refill dates. The pump had been alarming, but it was unclear if this was the low or empty reservoir despite inquiring of this. This was being verified. The pump alarm had not been heard for quite some time. The ¿usual¿ staff who looked after this patient were away at the time and the other staff had not recognized what the alarm actually was. The first signs of issues were when the patient showed signs of withdrawal. There was retraining of the staff scheduled. There was no programming error made. Additional information was requested to clarify the patient¿s stroke and in-patient status and if these were related to the implanted system and/or therapy. It was later clarified that it was not a stroke which the patient had suffered. The patient had a cardiac arrest some 15 years ago at the age of 25 to which resuscitation had not occurred in time and he therefore then had brain damage. As a result, he had subsequently developed spasticity and the pump was implanted in (B)(6) 2008. The patient¿s inpatient status referred to him living permanently in a long-term care unit. In addition, both the low and empty reservoir alarms had occurred. The nursing staff noted that the refill date was recorded in the medical notes and the drug kardex. It was also documented in the desk diary on the unit. The incorrect date was documented in the drug kardex, and therefore the wrong date was written in the diary. Reportedly, even the nursing staff having been in close contact with the patient had not heard the alarm. Should additional information be received a supplemental report will be filed.